Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked battery door, scratched lcd lens, worn downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. No problem was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be dso sensor contamination. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not detecting the cassette and there was downstream occlusion damage. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm reported.